Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot #: (B)(6), UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, it was observed that the valve was too shallow upon initial placement. The valve was recaptured. During recapture, the valve dislodged in the upwards direction due to blood flow. It is believed that during the dislodge, the inflow side edge punctured the sinotubular junction (stj)  on the non-coronary cusp (ncc) side causing a dissection. As the valve was deployed a second time, during radiography, the entry point of the dissection was discovered in the stj. There was a discussion about whether to switch to a surgical valve or to proceed with conservative treatment. The dissection was without rupture. Hemodynamics remained stable. Due to concern for aneurysm and progression of the dissection as wellas considerations regarding the patient's age and society of thoracic surgeons score of 2% , the decision was made to transition to a chest thoracotomy with surgical valve placement. The valve was recaptured and withdrawn from the patient. A bentall surgery was performed and a 17 mm non-medtronic surgical valve was placed. During the surgical procedure, the entry point of the dissection was confirmed. A pocket-like dissection was observed in the stj on the ncc side. The surgical valve was placed without further issues, the heart-lung machine was removed and the patient returned to the intensive care unit with intubation. The patient's blood pressure was stable.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, it was observed that the valve was too shallow upon initial placement. The valve was recaptured. During recapture, the valve dislodged in the upwards direction due to blood flow. It is believed that during the dislodge, the inflow side edge punctured the sinotubular junction (stj) on the non-coronary cusp (ncc) side causing a dissection. As the valve was deployed a second time, during radiography, the entry point of the dissection was discovered in the stj. There was a discussion about whether to switch to a surgical valve or to proceed with conservative treatment. The dissection was without rupture. Hemodynamics remained stable. Due to concern for aneurysm and progression of the dissection as well as considerations regarding the patient's age and society of thoracic surgeons score of 2%, the decision was made to transition to a chest thoracotomy with surgical valve placement. The valve was recaptured and withdrawn from the patient. A bentall surgery was performed and a 17 mm non-medtronic surgical valve was placed. During the surgical procedure, the entry point of the dissection was confirmed. A pocket-like dissection was observed in the stj on the ncc side. The surgical valve was placed without further issues, the heart-lung machine was removed and the patient returned to the intensive care unit with intubation. The patient's blood pressure w as stable. Additional information was received that a pre-implant balloon dilation was performed using a 16mm non-medtronic balloon. The deployment starting point was slightly above the bottom of the pigtail catheter. Prior to the valve dislodgement, the implant depth was 1mm on the ncc and 3mm on the left coronary cusp.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.